Event description:
It was reported that the coating of two catheters tore, during a procedure. A 2.1mm jetstream xc catheter was selected for use in a procedure. A 6/7 french non-boston scientific slender sheath was being used and a pedal approach was taken. During the procedure, the plastic like coating tore and unraveled off of the jetstream catheter. The damage occurred in the sheath that was in the patient. Another 2.1mm jetstream catheter was used and the same thing happened. The catheter was then switched to a 1.85mm jetstream and there were no issues. No patient complications were reported.

Manufacturer narrative:
Device eval. By manufacturer: upon receipt at our post market quality assurance laboratory, this 2.1mm jetstream xc atherectomy catheter was examined. Visual examination showed multiple catheter shaft damage in the form of kinks and buckling. The device showed a burst infusion sheath 77.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the infusion line burst.

Event description:
It was reported that the coating of two catheters tore, during a procedure. A 2.1mm jetstream xc catheter was selected for use in a procedure. A 6/7 french non-boston scientific slender sheath was being used and a pedal approach was taken. During the procedure, the plastic like coating tore and unraveled off of the jetstream catheter. The damage occurred in the sheath that was in the patient. Another 2.1mm jetstream catheter was used and the same thing happened. The catheter was then switched to a 1.85mm jetstream and there were no issues. No patient complications were reported.